Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery of the installation of the zero-p variable angle (va) plate would not release after several attempts, therefore the implant was not used. No prolongation in surgery reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not implanted or explanted ¿ a new device was used. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 23 december 2014 expiry date: 01 dec 2024. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: part returned in a mini-grip, disassembled in 2 components, peek component and titanium component. The titanium component part number 60050839 lot 8575141 is manufactured in (B)(4). The peek component part number 60053503 lot 9167486 is manufactured in (B)(4). (B)(4) is responsible for the assembly. Both components were re-inspected for all the features pertinent to the complaint condition. Neither dimensional issue nor assembling issues were found. The conclusion of the product investigation is that the part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.